Event description:
It was reported that during a follow up check, that was t-wave oversensing on the right ventricular lead was present. The lead was reprogrammed which solved the issue. The lead remains in use. No patient complications have been reported as a result of this event.